Manufacturer narrative:
The company service representative examined the system and adjusted the pressure regulator. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).

Event description:
The nurse reported a system message displayed during set up. One pt had been prepped, but no incision had been made. The cases were delayed over an hour while another system was brought from another facility. No pt injury was reported.